Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
It is reported that during a retrograde femoral nail procedure the spiral blade inserter was missing one of the tabs and the inter-lock screwdriver stripped. The spiral blade inserter was found to be missing a tab before the surgeon used the device. The screwdriver stripped while the surgeon was screwing in a screw. The surgeon was still able to use the spiral blade inserter. This is report 2 of 2 for complaint (B)(4).